Event description:
Edwards received notification from france that this inspiris resilia valve model 11500a27, implanted in aortic position, was explanted from this 62-y-o patient after an implant duration of 3 years and 1 month due to calcific degeneration of the leaflets leading to severe stenosis (pressure gradient of 40mmhg). The device was received for evaluation, and in addition to the reported calcification that restricted leaflet mobility and contributed to stenosis, moderate pannus overgrowth was observed. The patient presented with dyspnea and fatigue prior to the intervention. A mechanical valve was implanted in replacement. The patient was noted to be in very good state after the procedure.

Manufacturer narrative:
H3: device evaluation: customer report of calcific degeneration was confirmed. X-ray demonstrated wireform and metal band were deformed and pushed inward around commissure 2. X-ray also demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on both aspects. Leaflet 1 had a torn out section of approximately 12mm x 15mm in the central region of the leaflet and along commissure 1. Leaflet 2 had a tear of approximately 5mm along commissure 3, and a 1mm x 2mm torn out section near commissure 2. Torn out leaflet fragments were not returned. Calcification was evident at the tears. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Calcification restricted leaflet mobility and likely led to stenosis. Hematoma was visible on the outflow aspects of leaflet 2. Wireform was exposed around leaflet 1 and commissure 2 on the outflow aspect and metal band was exposed around all three leaflets on the inflow aspect. Sewing ring and silicone were cut off around leaflets 1 and 2 and cut off fragments was not returned. Lab findings were aligned with customer pictures. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.